Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block g2 (report source): the nmpa report number is (B)(4). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the trip wire was not secured in the handle slot, and the slack was not taken up correctly. The ligator head returned with all seven bands attached and some of them were moved out from their original position and were overlapped. The suture thread was intact and was attached to the distal trip wire loop. The irrigation tube did not present any damage. Further inspection shows that the ligator head teeth and the suture hole were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and it was reported that the shrink wrap was taken off earlier in the set-up process. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps could have affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of bands. Additionally, the manipulation applied to the ligator head through preparation without the shrink wrap and more tension on the device can lead to the ligator head teeth and suture hole to becoming damaged. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, the handle was turned; however, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Initial reporter facility name: (B)(6). (Report source): the nmpa report number is (B)(4). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. .

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, the handle was turned; however, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).